Event description:
It was reported by the customer that a bd pyxis¿ medbank tower had an application issue. The customer reported that they were unable to issue a normal saline 250ml bag. The drawer opened to count back, but when the user clicked next, the issue button was greyed out in the issue item screen. There were no adverse events or injuries reported as a result of this event.

Manufacturer narrative:
Upon investigating the device involved in this incident, it was determined that the malfunction had occurred due to an application issue. A technical support specialist walked the customer through restarting the cabinet using the power switch and restarting the aio using the power button to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.